Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The medtronic helpline reported via phone call that they experienced high blood glucose level as well as cannula was bent. Customer¿s blood glucose level was 474 mg/dl at the time of incident and current blood glucose level was 354 mg/dl. The customer did not provide details on symptoms related to the high blood glucose level episodes. Customer was treated with insulin pump. Troubleshooting was performed for high blood glucose level. The device will not be returned for analysis.